Event description:
It was reported from a social media post that during at least three da vinci-assisted surgical procedures, a fragment from a universal cannula seal fell inside the patient. It is unknown if the fragment was all retrieved.

Manufacturer narrative:
Based on the current information provided, the cause of the customer reported failure mode cannot be determined.

Manufacturer narrative:
An investigation was completed to determine the cause of this reported event. Intuitive surgical, inc. (Isi) did not receive the da vinci product with an alleged issue to perform failure analysis. Although the complaint was not confirmed by failure analysis since the product was not returned, the information gathered indicates that the device may have contributed to the customer reported issue.

Event description:
Refer to h11 for follow-up information.